Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic bariatric surgery, during the stapling, the surgeon was not able to squeeze the handle of the device. Another device was used to complete the case. There was no patient injury.